Event description:
The pt reported that she believes the infusion device delivers too little insulin due to a damaged case. From (B)(6) 2010, the pt experienced elevated blood glucose. Her normal blood glucose range is 100-150 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.